Manufacturer narrative:
H.6. Investigation: lot#0041564 DHR and related manufacturing records were reviewed, no abnormality was found. Bd was not able to duplicate or confirm the customer¿s indicated failure mode due to no samples returned. The complaint could not be confirmed and the root cause is undetermined. See h.10.

Event description:
It was reported that pen needle 31gx5mm 7 pack was unable to deliver insulin. The following information was provided by the initial reporter: the patient was injected with 8 units of insulin at home on (B)(6) 2020. Only 4 units of injection was discharged and the insulin didn't come out. 2020-11-20 received an update from the sales representative, the event description is updated as follows: 1. The customer used disposable needles repeatedly, and a needle has been used for two days, causing the needle to be blocked.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 31gx5mm 7 pack was unable to deliver insulin. The following information was provided by the initial reporter: the patient was injected with 8 units of insulin at home on (B)(6) 2020. Only 4 units of injection was discharged and the insulin didn't come out. 2020-11-20 received an update from the sales representative, the event description is updated as follows: 1. The customer used disposable needles repeatedly, and a needle has been used for two days, causing the needle to be blocked.